Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for investigative intrathecal infusion of brain derived neurotrophic factor (bdnf) to treat acute lateral sclerosis. The hcp determined the catheter had fractured during a catheter contrast study. In 2000, the pt underwent explantation of the catheter, however, a portion of the catheter remains within the pt's cerebrospinal fluid.